Event description:
Caller alleged discrepant inratio2 results. Results as follows: patient self tester at doctor's office comparing new meter with the lab. The venipuncture came back at 4.06 and 1 hour later the inratio2 meter result was 1.9. A retest was done just minutes later using a new finger stick/finger = 2.4. Doctor did the test using a microsafe captube. Tested a staff member (healthy individual) came back at inr 0.8 using microsafe tube on same strip lot.

Manufacturer narrative:
Investigation pending.